Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was the patient (pt) was not feeling stimulation along their left side. Pt was wondering if they were having nerve problems with their left leg or if the stimulation was not tuned to the left side. Patient noted they were not feeling the stimulation. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient reporting that they are responding to a letter they received in the pain regarding their reported issue. The patient indicated that they first started noticing the loss of stimulation on the left side on october 8th 2024. It was reported that the cause of the loss of stimulation on the left side was due ot the left side never being turned on. The patient stated that they turned the left side and adjusted it. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.